Event description:
It was reported that, during implantation of the preloaded intraocular lens (iol), the injector damaged the lens at the time of injection. Account indicated that the iol/injector was replaced. The event did not harm the patient. No further information provided.

Manufacturer narrative:
Weight and ethnicity: asked but unavailable. If implanted, give date: not applicable, lens was not implanted. If explanted, give date: not applicable, lens was not implanted. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on jan 18, 2022 section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device reveal that the plunger rod was fully advanced. The cartridge presented with a stretch mark/damage to the tube and tip. Viscoelastic residue was observed throughout the length of the cartridge. The lens module was inspected, presenting with no damage; however, there was viscoelastic residue identified near where the lens rests in the lens module and could have contributed to the complaint event. The lens was cleaned, presenting with damage to the edge of the lens, cosmetic issues on the optic body, and a tear. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.